Manufacturer narrative:
(B)(4).

Event description:
It was reported that two days after lead implant, patient complained of jaw pain with drop in blood pressure. Increasing pericardial effusion due to perforation was observed on echocardiogram. Pericardiocentesis was performed and the blood pressure was improved. Patient was transferred to ICU for monitoring in good condition.